Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the rotator cuff surgery, the implant became dislodged from the bone after it had been inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (swivelock anchor). It was not necessary to switch the surgical technique or do a second surgery.